Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including bench handling, power cycling, and multiple charge and shock tests without duplicating the report. An internal inspection of the device found no discrepancies. The digital board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.